Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pain was increasing. It was aso stated that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg will not be returned.